Event description:
Additional information received indicated that the patient experienced discomfort and pain at the implant site. Device repositioning had been scheduled and cancelled "a few times." As of (B)(6) 2012, this surgery had not yet been rescheduled. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient had a lumbar seroma following an implant. The patient's lumbar spine was sensitive to touch, they had fluid accumulation and discomfort at the pocket site. The patient had their fluid aspirated and their implantable neurostimulator repositioned. The patient's condition resolved without sequelae on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was surgically repositioned on (B)(6) 2013 due to the discomfort at the pocket site. It was noted that the revision took place much later than the onset of the event because, the surgery was rescheduled numerous times by the patient. The patient outcome was reported as recovered on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead; product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead; product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ extension; product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).